Event description:
The manufacturer received information alleging an issue related to a CPAP device. The patient has alleged kidney disease/toxicity. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received on 09/24/2025 and h11 is updated as: box d: model number, catalog item identifier and product UDI are updated.